Manufacturer narrative:
The device was manufactured (B)(4) 2018 - (B)(4) 2018. Two devices were received for evaluation. During visual examination, the tubing of both samples was observed separated from the male luer. The male luer component was not found in the samples sent for evaluation. In both devices, the solvent application at the end of the tubing is not uniform; an opaque area was observed around the tube circumference. The reported condition was verified. The cause of the reported condition is incorrect solvent application due to machine misalignment in automatic assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer connector of two (2) clearlink system continue-flo solution sets separated form the tubing during chemotherapy administration to a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.